Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service went onsite for repair. The root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea has ventilator inoperable (vent inop) alarm. Error log shows multiple bad blended gas pressure transducer errors, header error, cal, etc. At this time, there is no information regarding patient involvement associated with the reported event.